Event description:
Information was received from a consumer regarding a trial patient. It was reported that patient did a test and turned the stimulation off to see if they could still void, and stated they could not. No further complications were reported.